Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the pressure from the aligners started killing their main tooth that was the most crooked. They went to their dentist and they suggested to immediately stop aligners and to contact byte. The aligner treatment worsened their teeth.